Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable/malfunctioning keypad, which was found during evaluation and is considered confirmed. The device evaluation found the on/off, #4, #5, #6, #7, #8, #9 and the (.) Keys inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #4 key will occur following the selected key's function (e.g. When the #1 key is pressed 14 will be displayed. When in alphabetic mode and the abc key is selected, aj will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, it had an inoperable/malfunctioning keypad. There was no patient involvement.